Manufacturer narrative:
H11:b5: it was reported to philips that the device's battery would not hold a charge. H10: an authorized service personnel (asp) spoke with the customer and was told that the battery had expired. The asp stated that the customer did not call for service. The customer was provided the part information for a replacement battery with no engineer evaluation.

Manufacturer narrative:
Report date: 17sep2021. Reporter phone number: (B)(6). Reporting institution name: (B)(6). Reporting address: no. (B)(6).

Event description:
It was reported to philips that the device would not run. The device was not in clinical use at the time of the event. There was no report of patient or user harm.